Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) early. It was also noted that the right ventricular (rv) lead had a high threshold. The new device was programmed sub-threshold and the lead remainsin use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk implantable cardioverter defibrillator 2010-(B)(6), 4076 implantable pacing lead 2010-(B)(6), 4196 implantable pacing lead 2010-(B)(6), (B)(4).